Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system controller pcb assembly and the user interface pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device would not complete a boot cycle. It would remain on the initial screen and not complete the boot cycle. There was no patient use associated with the reported event.